Event description:
A medtronic representative reported that, while navigating in an o-arm 1000 imaging system spine procedure, the software became unresponsive. A hard re-boot of the navigation system restored normal function. The site brought in a different navigation system, were unable to push the original o-arm 3d spin to the new system and brought back in the original navigation system to continue. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. Issue has not recurred at site.

Manufacturer narrative:
Patient information was unavailable from the site. Software investigation has not been completed.